Manufacturer narrative:
This report is submitted august 11, 2017, (B)(4).

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2017, due to a tip fold-over of the electrode array. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the device was rejected at surgery, not explanted as initially reported. There was no adverse event.